Event description:
As reported by the user facility: reports the clip did not fit the upper y site of the set correctly and popped off causing a chemo spill. No pt injury. Additional info provided by the facility indicated no one suffered any adverse sequela associated with this incident. The samples were discarded. It has been reported that due to the amount of this product the facility uses per day, it is impossible to determine a lot number. No further info is available to be reported.

Manufacturer narrative:
The actual devices in the incidents were not returned to the MFR to be evaluated and a lot number was not reported. Without the actual samples and a lot number of complete eval could not be performed. No specific conclusions can be drawn. However, it should also be noted that the instructions for use supplied with both the clip and the IV set instructs to: insert safeline cannula attached to appropriate device through center of septum. Engage locking features if applicable.